Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable ne urostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the device interrogated by the clinician using a clinician programmer, and a power-on-reset (por) message was displayed. The caller was meeting with the patient at the time of the call and the clinician programmer displayed a message indicating that a por had occurred when the ins was interrogated. The caller entered the serial number and proceeded to the session. The ins was off and the clinician programmer displayed the programs. When the caller exited and re-entered the clinician programmer session, the por was displayed again. During a clinician programmer session, the caller set the amplitude to 0 volts and when the program button was pressed, then the clinician programmer displayed that a por occurred again. The caller tried to program the program to 1 volt and tried to run the impedances. In both instances, the clinician programmer displayed a por message. The first time that the ins was interrogated with the clinician programmer, the programmer showed a low battery message, but the caller did not see that message on subsequent interrogations. Information about pors was reviewed. The issue was not resolved through troubleshooting. The caller planned to follow up with the patient's managing doctor about next steps and potential replacement of the ins. There were no patient symptoms or furt her complications reported at this time.